Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope had too much pressure in the air-water channel during the automatic endoscope reprocessor treatment and angulation malfunction. During evaluation of the returned device, it was found that the nozzle was clogged by a white-colored material and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned and evaluated, and the customer¿s allegation of too much pressure in the air-water channel during the automatic endoscope reprocessor treatment and angulation malfunction was confirmed. During evaluation found a solid and whitish material, similar to cleaning agent residue that could not be removed and was clogging the nozzle. This was found during the incoming inspection but without detrimental deformation of the hose of the nozzle. The additional evaluation findings are as follows: bending section cover glue was separated and discolored, connecting tube had wrinkles, lens glue (2x) was cracked and missing, the air leak inspection did not show any water leakages, angulations were out of specification, and switch button rubber 1 had wear and tear.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: - the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.